Manufacturer narrative:
(B)(4).

Event description:
Reportable based on analysis completed on 07apr2015. It was reported that inflation failure occurred. A 26 encore balloon catheter inflation device was selected for use. During procedure, it was noted that the device was unable to apply pressure. It was also observed that the concomitant balloon could be inflated. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis noted gauge inaccuracy issue.

Event description:
Reportable based on analysis completed on 07apr2015. It was reported that inflation failure occurred. A 26 encore balloon catheter inflation device was selected for use. During procedure, it was noted that the device was unable to apply pressure. It was also observed that the concomitant balloon could be inflated. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis noted gauge inaccuracy issue.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the device observed green saline/ contrast media in flexcil line of device. There was contrast media/ saline in the neck of the barrel. Functional analysis observed the gauge needle did increase to 26atm when pressure was applied, however the needle did not return to 0atm when pressure was released. Therefore a test gauge was used for functional analysis and the unit passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).